Event description:
The recipient is reportedly experiencing a decrease in performance. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a decrease in performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went good.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient reportedly resumed device use. The device will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.